Event description:
It is reported that during a sawbone demonstration in 2007, it was discovered that the reamer will lock up on the threads of the reamer body rather than spin freely as intended by design.

Manufacturer narrative:
Eval summary: thread depth gage was not MFR to spec. This non-conformance went undetected during inspection process by supplier and zimmer due to a lack of understanding of how gage was to be utilized. Eval codes: product stated in complaint was not returned for review. Devices from same supplier mfg lot were evaluated. When conical reamer was threaded on functional gage, it locked against shoulder of gage instead of spinning freely as specified on gage print. One of the parts was sectioned and it was found it did not meet the specified thread depth.